Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 48 mg/dl and was treated with food. Customer alleged that insulin pump was over delivering due to bolus delivered but customer did not recall giving. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. Troubleshooting was performed and customer was not sure if pump programming was correct. Customer was not able to continue troubleshooting. Insulin pump is not expected to return for failure analysis.